Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. The pt stated that cassette leaks happened on (B)(6) 2013 and (B)(6) 2013. Leaks were discovered when removing cassette after treatment as a small drop on the hard plastic dome. Pt suffered no known ill-effects as a result of the leaks. Samples are not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This medwatch report is associated with MDR #8030665-2013-00278.